Event description:
The customer reported that during a laparoscopic hysterectomy, the jaws of the device could not be reopened while applied to patient tissue. To remove the device from the tissue, the surgeon used endo scissors to resect the tissue directly adjacent to the jaws of the instrument. Another ls1037 of the same lot number was opened and used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.